Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter would not irrigate. It was reported that the catheter was taken out of the patient and before it was reinserted, the catheter would not irrigate. It was replaced and the new catheter would irrigate. Additional information received indicated they tried flushing with connected pressure bag, would not drip at base of splines like normal. Took syringe & manual flush had much resistance. The irrigation port was connected to heparinized pressure bag before insertion into any sheath as normal. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed for the finished device 31138871l number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter would not irrigate. It was reported that the catheter was taken out of the patient and before it was reinserted, the catheter would not irrigate. It was replaced and the new catheter would irrigate. Additional information received indicated they tried flushing with connected pressure bag, would not drip at base of splines like normal. Took syringe & manual flush had much resistance. The irrigation port was connected to heparinized pressure bag before insertion into any sheath as normal.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).